Manufacturer narrative:
(B)(4). This MDR was submitted in error; failure code 803:07 did not interrupt delivery.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an 803:07 error code. Following a review of the pump's event history, the failure code 814:02 was determined to have interrupted delivery. This failure code occurred nineteen times. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.